Manufacturer narrative:
(B)(4).

Event description:
Skip to navigationskip to main content complaints complaints press spacebar to reorder. Home tasks complaints medical reviews mdrs investigations complaint complaint (B)(4). Path attachments no attachments available! Tabs details no of days for decision treeno of days for decision tree 0 dt completion datedt completion date (B)(6) 2022 complaint nocomplaint no (B)(4) classification codeclassification code 115 classification code descriptionclassification code description loss of connection sourcesource phone osvc ID numberosvc ID number (B)(6). Osvc reference numberosvc reference number (B)(4). Osvc created byosvc created by myg0620 record categoryrecord category complaint regionregion north america groupgroup north america - 115 psrpsr psr ownerowner maria bonus statusstatus complaint review complete record typerecord type complaint pending medical reviewpending medical review pending medical review pending decision treespending decision trees pending decision trees pending dev investigationpending dev investigation pending dev investigation pending harpending har pending har pending update request / taskpending update request / task pending update request / task update request statusupdate request status no update request country of purchasecountry of purchase united states country of incidentcountry of incident united states city of incidentcity of incident na reporter organizationreporter organization na distributor unique complaint no (ducn)distributor unique complaint no (ducn) na distributor complaint datedistributor complaint date files added to complaintfiles added to complaint file name: mailsent.pdf ----------------------------------------------- patient birthdatepatient birthdate (B)(6) 1965 patient weightpatient weight age at the time of eventage at the time of event (B)(6) patient genderpatient gender male reporter typereporter type patient pediatric or adultpediatric or adult adult age unitage unit years serious adverse event information (0) event descriptionevent description patient reported signal loss over 1 hour conclusionconclusion reboot the device change sensor. Educ pt the reason why it happens. Sent sensor replacement as courtesy (B)(6) 2022 ecimatu: pt called back still having the signal lost, processes 3 sensor 1 tx replacement. Day air. Alert datealert date (B)(6) 2022 event dateevent date (B)(6) 2022 date sensor inserted/applieddate sensor inserted/applied was IFU followed?was IFU followed? Na patient took apap/acetaminophen?patient took apap/acetaminophen? Na no of days since openedno of days since opened 28 download identifierdownload identifier unable / unwilling to answer download identifier typedownload identifier type accountname is patient using a receiver,mobile,both?is patient using a receiver,mobile,both? Receiver is the date exact or approximate?is the date exact or approximate? Exact insertion siteinsertion site na death reporteddeath reported death reported date of deathdate of death medical intervention/serious injurymedical intervention/serious injury medical intervention/serious injury rga created?rga created? Yes, the product is able to be returned rga reference numberrga reference number (B)(4). Rga follow up completed?rga follow up completed? Yes troubleshooting questions (6+) navigation mode pq no question answer (B)(4). Justification data manager not used (B)(4). Was the patient's transmitter successfully paired to the receiver or smart device prior to signal loss? Yes (B)(4). Transmitter warranty expiration date 2023-01-05 (B)(4). What was displayed before? Signal loss (B)(4). Did the signal return or is signal loss still displayed? Signal loss is still displayed (B)(4). Is the bluetooth icon blinking or solid? Solid view alltroubleshooting questions product lineproduct line stt-oe-002 product line descriptionproduct line description g6 retail transmitter - IFU kit transmitter sub-componenttransmitter sub-component g6 transmitter: (B)(6) receiver serial numberreceiver serial number na product generationproduct generation g6 lot numberlot number p14248705 ncmr detailsncmr details no ncmrs associated with the product manufacturing datemanufacturing date 8/10/2022 expiration dateexpiration date 7/15/2023 transmitter serial numbertransmitter serial number 8dhebs categorycategory transmitter product registrationproduct registration stt-oe-002 additional product information (0) data analysis summarydata analysis summary no data related to issue was provided. Allegation confirmed by dataallegation confirmed by data undetermined data analysis statusdata analysis status no download identifier provided platform data sourceplatform data source na data available?data available? No manufacturer's narrative (b5)manufacturer's narrative (b5) it was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and passed. Nordic bluetooth pairing test was performed and failed. No data was provided for evaluation. The allegation was confirmed. The probable cause was a defective transmitter. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.